Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle upon inspection for an unknown biopsy procedure. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the cannula tip was burred in an outward direction. The device exhibted good funciton during cycle testing. Although it is not known if this device was test fired prior to use, user technique during preparation of this device may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair...warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."